Event description:
The customer alleged that they had a report of intermittent audio alarm. Originally noted on pt. Staff reported removing the pt to suction then but had noted no audio alarm and does not believe alarm silence had been pushed. No visuals reported. The staff reported that they turned device off and on then alarm functioned. The nellcor puritan-bennett customer support engineer inspected the device and replaced the motherboard as a precaution and reseated all connections. It is noted where harness had been replaced due to noted loose connections on powerswitch at that call. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.